Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the instrument had a broken plastic at the center.

Manufacturer narrative:
Please note the corrections in the h6 clinical signs code and the health impact code: the reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of extensive usage as evident by scratches and worn-out surface. The center portion of device is completely broken off from the device. The surface of broken piece indicates exposure to high mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to combination of normal wear & a user related issue. However, a scope of improvement was identified to address the issue and a design change is in progress to avoid the recurrence of this issue. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the that the instrument had a broken plastic at the center.